Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Subluxation found in x-ray films. Revision surgery for changing all components done on (B)(6) 2015.

Manufacturer narrative:
Medical device is manufactured in accordance with our specifications. Surgeon thinks he set the implant in overly in proximal position at 1st surgery. Device evaluated by manufacturer? Not returned to manufacturer.

Event description:
Subluxation found in x-ray films. Revision surgery for changing all components done on (B)(6) 2015.